Event description:
It was reported that the patient had their implantable neurostimulator (ins) and leads removed due to "psychological issues." The patient outcome was reported as "doing well." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type: lead. (B)(4).